Event description:
The consumer reported a patient implanted for failed back surgery syndrome was in a car accident two week prior to report and they had not been able to charge. They noticed not being able to communicate with the recharger and programmer (B)(6) 2016. A poor communication screen was seen on the programmer. The patient was to follow up with the physician. No patient symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.